Event description:
A customer called beckman coulter regarding two discrepant urine test results. A urine sample from each pt was collected and both pts tested negative with icon 25 hcg test kit. According to the customer both pts insisted they were pregnant. The lab retested the same urine samples by using an osom om test kit. Both pts tested positive with this rapid pregnancy test kit. There has been no change to pt treatment that can be attributed to this event.